Event description:
The 9600 system failed to boot-up twice before the case. There was no patient involved with this incident.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.